Event description:
The report from the affiliate indicated that approximately three (3) weeks after the index procedure the patient was re-admitted with a possible sub acute thrombosis (sat). A percutaneous coronary intervention (pci) was done to treat the sat. The pci was not successful and resulted in a flow of timi 0. The patient was not symptomatid and the hemodynamics were unchanged, so the result was accepted and the patient was discharged. The physician did not know if the occlusion of the target lesion was due to a thrombotic event or bad circulation distal to the stent due to a flase lumen at the level of the distal right coronary artery (rca). The physician is still investigating. The index procedure was an elective case. The target lesion was the mid rca. The lesion was reported to be : a chronic total occlusion (cto), de novo, not a bifurcation lesion, absent of pre-existing clot, not calcified, nor tortuous, a 100% stenosis, and type c.